Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of blood result reading of "lo". She ran a back to back blood test, lo and lo (2 hours after a meal). She states her expected blood sugar readings should be around 180mg/dl. She could not see the memory. No adverse event reported.